Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 309 mg/dl. The customer was assisted with troubleshooting. Customer stated that they received no delivery alarm which was cleared. The customer also stated that the insulin pump had failed battery test. Customer stated that they had multiple high blood glucose level such as 500 mg/dl, 300 mg/l and 200 mg/l. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.